Event description:
It was reported that during a reaming of a femur, the stryker reamer monobloc diameter 11 has unwound and remained blocked at the level of the femur. The operator had to pull it out by hand. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event could be confirmed, although the device was not returned but an image was shared which confirms the alleged failure mode. A device inspection was not possible since the affected device was not returned for evaluation. However, an image was shared by the customer which shows the spirals of the reamer to be in severely unwounded and deformed state. This can only happen if the reamer is rotated in an anti-clockwise direction. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Even though the device was not returned, but through the image shared it could be concluded that the reamer was rotated in an anti-clockwise direction which led to the unwinding and deformation of the spiral. Through the additional information, the same was communicated by the customer that the operating surgeon had rotated the reamer in an anticlockwise direction with the power motor. No allegations were made against the device or the material. Thus, based on the above information the root cause of the issue is deemed to be user related. The instruction for use clearly suggests the user that: ¿never operate an intramedullary reamer in a counterclockwise direction. Doing so causes the reamer shaft spiral to open and may lead to additional trauma.¿. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
It was reported that during a reaming of a femur, the stryker reamer monobloc diameter 11 has unwound and remained blocked at the level of the femur. The operator had to pull it out by hand. There were no adverse consequences to the patient.